Event description:
Patient awoke on saturday to discover that his pump (sn (B)(4)) hadn't been running for two days. Patient restarted at previous pump rate/dose with backup pump. Before restarting on saturday patient stated he wasn't feeling well. After restarting patient reports elevated heart rate and needing more oxygen. Patient spoke to md today and was instructed to contact pharmacy for new pump. Advised patient to contact pharmacy asap when he has a pump problem and also advised patient if his condition worsens. No other information available. Dose or amount: 210 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to present.